Event description:
It was reported that a patient received an acessa procedure on (B)(6) 2025, later the patient was reported to have returned to the physician in (B)(6) 2025 with abdominal pain and bleeding. Patient was diagnosed with fibroid necrosis and sepsis and received an unplanned hysterectomy. Additional information was received physician reported that he believed that the issue was not directly related to the acessa but a combined procedure with myosure. The report from the hospital mentioned that the patient had a degenerating central mass which did not sound like the subserosal 10 cm myoma treated with the acessa but an incompletely resected submucous myoma. The physician stated that he believed that the combination with a boggy soft post acessa uterus, this could have led to the ascending infection that presented as an endomyometritis. No other information available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.